Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a high lactate dehydrogenase (ldh) level of 438 u/l from a baseline of the 300 u/l range. Dehydration was ruled out. On (B)(6) 2018, it was reported that the patient¿s ldh remained elevated in the 450 u/l range and was not responding appropriately to bivalirudin. On (B)(6) 2018, it was reported that the patient's ldh level was 499 u/l. The CT scan of the chest did not indicate any thrombus and was relatively normal. The ramping echocardiogram was technically abnormal. Overall left ventricle end-diastolic diameter decreased by 1 cm by the end of the study. Aortic valve insufficiency was difficult to assess. The low flow alarms resolved with fluid intake. The patient continued on bivalirudin and the heart transplant and surgery teams were consulted. No further information was provided.